Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the start of patient therapy the clinical staff were unable to initiate auto fill on the cardiosave intra-aortic balloon pump (iabp). Full checks were carried out, all tests passed including all manifold tests but system still failed autofill. After changing the safety disk the fault cleared. Very unusual for the disk to fail so early with the safety disk at 2.8 million cycles. Alarmed for a gas leak and it wouldn¿t initiate auto fill on restart so system was replaced.

Event description:
It was reported that at the start of therapy, the clinical staff were unable to initiate auto fill on the cardiosave intra-aortic balloon pump (iabp). Full checks were carried out, all tests passed including all manifold tests but system still failed autofill. After changing the safety disk the fault cleared. Very unusual for the disk to fail so early with the safety disk at 2.8 million cycles. Alarmed for a gas leak and it wouldn¿t initiate auto fill on restart so system was replaced. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d1(brand name), d4(version or model #, catalog # & unique identifier (UDI) #), d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra- aortic balloon pump had autofill failure alarm / helium leak. There was no patient involved or adverse event reported. Clinical staff were unable to initiate auto fill at the start of patient therapy. Full checks were carried out, all tests passed including all manifold tests but system still failed autofill. After changing the safety disk the fault cleared. The customer was trained by getinge staff so the customer did it.

Event description:
N/a